Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic assisted prostatectomy. Detailed description of event: pictures available in attachments. After retrieving the resectate, it was found that the blue guide bead was missing. It had become stuck in the patient's abdominal wall and an extension of the incision had to be performed for retrieval. Unfortunately, the inzii bag including packaging was disposed of. I will receive the lot numbers of the batches currently used in the or tomorrow. However, photos were taken. Additional information received from applied medical representative via email on 20-mar-2022: the surgical technical assistant described the event. After smooth placement of the resectate in the inzii, the cord loop was retrieved via the 5 mm low profile trocar, held in place with a kocher, the trocar removed under visualization, and the retrieval bag advanced out of the abdomen by pulling on the cord through the incisional dilation. Once the bag could be grasped with the fingers, the resectate was removed by pulling directly on the bag. After retrieving the bag, the nurse noticed that the guide bead was missing. She felt along the cord through the incision and found that the guiding bead had become "stuck" in the peritoneum. This had cut into the tissue so tightly that it could not be cut loose without widening the incision. Nurse [name - redacted] has been in gronau for 10 years and is a very experienced user of our inzii bags. She cannot explain how exactly this incident occurred. She did not apply more tension than usual to the bag, nor did she notice any mechanical difference during application. One possible cause is that the sleeve of the trocar made contact with the bag, causing the guide bead to detach from the bag. Since the bag used was disposed of, the incident was reproduced on another bag, but the guide bead could not be torn off the bag and was then cut off with scissors to reproduce the result. Additional information received from applied medical representative via email on 22-mar-2022: the bead was still attached to the cord. The cord was undamaged. Patient status: an extension of the incision had to be performed. Type of intervention an extension of the incision had to be performed.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: robotic assisted prostatectomy. Detailed description of event: pictures available in attachments. After retrieving the resectate, it was found that the blue guide bead was missing. It had become stuck in the patient's abdominal wall and an extension of the incision had to be performed for retrieval. Unfortunately, the inzii bag including packaging was disposed of. I will receive the lot numbers of the batches currently used in the or tomorrow. However, photos were taken. Additional information received from applied medical representative via email on 20-mar-2022: the surgical technical assistant described the event. After smooth placement of the resectate in the inzii, the cord loop was retrieved via the 5 mm low profile trocar, held in place with a kocher, the trocar removed under visualization, and the retrieval bag advanced out of the abdomen by pulling on the cord through the incisional dilation. Once the bag could be grasped with the fingers, the resectate was removed by pulling directly on the bag. After retrieving the bag, the nurse noticed that the guide bead was missing. She felt along the cord through the incision and found that the guiding bead had become "stuck" in the peritoneum. This had cut into the tissue so tightly that it could not be cut loose without widening the incision. Nurse [name - redacted] has been in gronau for 10 years and is a very experienced user of our inzii bags. She cannot explain how exactly this incident occurred. She did not apply more tension than usual to the bag, nor did she notice any mechanical difference during application. One possible cause is that the sleeve of the trocar made contact with the bag, causing the guide bead to detach from the bag. Since the bag used was disposed of, the incident was reproduced on another bag, but the guide bead could not be torn off the bag and was then cut off with scissors to reproduce the result. Additional information received from applied medical representative via email on 22-mar-2022: the bead was still attached to the cord. The cord was undamaged. Additional information received from applied medical representative via email on 19-apr-2022: the ctf73 was used to insert the cd001. The retrieval bag was damaged at the point where the guide bead was torn off the bag. Parts of the foil are torn off together with the bead. Patient status: an extension of the incision had to be performed. Type of intervention an extension of the incision had to be performed.